Event description:
It was reported that the patient was experiencing a loss of therapy and they were suspecting a catheter kink. The manufacturer¿s representative was in the middle of the case. The pump was used to infuse hydromorphone and bupivacaine at the time of the event. It was reported that the patient¿s catheter was replaced due to a loss of therapy. It was reported that the patient¿s dose was (hydromorphone .4999 mg/day and bupivacaine 14.996 mg/day). It was unknown if the patient was taking any oral medications. It was reported two day later that the patient¿s pain had returned so the patient¿s health care professional (hcp) attempted a dye study. The hcp could not aspirate or conduct the dye study, so the hcp scheduled the revision. It was later reported that the health care professional could not aspirate the catheter. The patient reportedly appeared to be doing well at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).